Manufacturer narrative:
The lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device was not returned to the manufacturer for evaluation. Therefore, the investigation is inconclusive for the reported component missing issue. The definitive root cause could not be determined based upon available information. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates the model 0601115 port and catheter accessories allegedly experienced component missing. The report was received from a single source. This malfunction did not involve a patient as there was no patient contact. The patient's age, gender and weight was not provided.